Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge tubing. The customer's blood glucose level was 217 mg/dl. Reportedly, the customer did not remove the air from the cartridge prior to filling the cartridge with insulin. Tandem technical support assisted the customer with loading a new cartridge. The customer successfully resumed insulin delivery.